Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation determined frayed wires were present, protruding outward on the insertion tube.

Event description:
A user facility returned an ultrasonic gastrovideoscope to olympus due to an end user report that a line that was observed on the screen during a procedure and which the user believed to be caused by a crack. Upon evaluation of the returned device, damage to insertion tube was noted. There was no patient injury or harm, associated with the problems, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 10 years since the device was manufactured, and there is a possibility of damage due to aging. In addition, it is likely that the wire was frayed due to external force such as a strong rubbing on the device in normal use, including reprocessing, resulted in the development of the phenomenon. The instruction manual identifies the following verbiage - 'inspection of the endoscope': "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities".